Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The serial number could not be confirmed.

Event description:
The international customer reported that the system wouldn't switch on. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
No patient information provided by the customer.